Manufacturer narrative:
The item in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "mid surgery, when using the camera system alongside a diathermy, the stack lost the picture on the large monitor due to interference". Furthermore: "elongated and incomplete procedure. Possible requirement of secondary procedure."